Event description:
Medical assistant was drawing up med for patient injection. When retracting needle, it bent and punctured the medical assistant. It was reported that there have been 2-3 more that did this. The needle syringe is noted to be "very flimsy" compared to other lots.